Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were having a problem with the interstim, meaning that they were having the following symptoms: they had a lot of pain in the lower back and some discoloration with their urine. The patient noted they had no managing health care physician (hcp) because they had just moved. Patient services provided the patient with hcp listings and the patient noted they might see their primary care physician (pcp) to start with. The patient stated that this had been going on for a while. Additional information was received. Patient stated that they went to see their health care professional because of possible infection with the device. No further complications were noted or anticipated.